Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the unicel dxc 600 synchron system generated a falsely high chloride and a falsely high calcium result for one patient. Customer stated that the results were not reported outside the laboratory and that no one was affected by the instrument issue. The field service engineer (fse) inspected the instrument and found that the quad ring on the k electrode was not installed correctly. The fse then corrected the quad ring placement, which resolved the instrument issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue.